Manufacturer narrative:
Section: evaluation codes. Method: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusion: advanced neuromodulation systems, inc. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevance of the pt's history to the event reported.

Event description:
Pt was implanted with his system in 2004. The physician stated that while explanting the system in 2007, one contact fell off of the lead and into the pt's subcutaneous tissue. The physician left the contact in the pt. The explanted system was discarded and not returned to ans for analysis. Follow-up on the pt found that he is doing well but has not yet received another scs system.